Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to high pacing threshold. An attempt to obtain additional information was unsuccessful. No additional adverse patient effects were reported.